Manufacturer narrative:
Device had been used contrary to recall advisory notice sent to ep-4 users in april 2006. Subject device has been repaired and modified as part of firm-initiated recall.

Event description:
Customer reported that the ep4 delivered 50 msec cycle stimulation pulses without command. They had to turn the unit off to stop the stim pulses. No pt injury.